Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A tricuspid valve replacement was performed via a transcatheter valve procedure. Post implant, there was a large paravalvular leak (15-16mm) between the valve and annulus. With intent to occlude the paravalvular leak, a 16mm amplatzer septal occluder (aso) was placed. After placement of the aso and confirmation of device stability, it was released, but immediately embolized to the right ventricle. Multiple device retrieval attempts using a variety of snares were unsuccessful. The device was stabilized between the tricuspid transcatheter valve and the right ventricular septal wall. Multiple follow up echocardiograms were obtained and each confirmed stable device position without obstruction of any adjacent cardiac structure or impedance of blood flow. As the patient is not a surgical candidate, the patient will remain on lifetime anticoagulation and will be closely monitored. The patient is currently stable with normal right ventricular function.